Manufacturer narrative:
Initial.

Event description:
It was reported that the user replaced a libre 3 plus sensor, after which the sensor would not connect to the ilet system and the ilet displayed instructions to connect a cgm or enter a blood glucose, consistent with an intermittent communication failure involving the antenna/electrical-magnetic component and resulting in temporary operation in bg run mode; the user administered a dose of fast-acting insulin by injection per clinic direction and temporarily disconnected from the ilet. Symptoms included insufficient clinical information as the user could not recall if there was any effect on glucose levels and no clinical symptoms were reported. Outcomes included an unexpected medication intervention when reverting to backup therapy. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure associated with the antenna/electrical-magnetic component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.